Manufacturer narrative:
The insulin pump alarmed for a failed battery test after the battery was inserted due to a corroded battery tube. The functional testing could not be completed due to the failed battery test. The insulin pump was received with minor scratches on the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The blood glucose reading was 106 mg/dl. The customer was advised that the batteries should be stored at room temperature and used within expiration date and that if the alarm was not cleared, it would recur with each new battery inserted. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The alarm was cleared and a new battery inserted, and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.